Manufacturer narrative:
The facility has ordered a hi/low drive brake assembly to repair the bed. Repairs have not been completed.

Event description:
Info received indicates the hi/low function is drifting down after the bed has been raised.